Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The deployment difficulty was not confirmed as the stent was not returned. The deployment issue was due to anatomical conditions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported difficulties and additional treatment were due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, the following additional information was received: due to the calcified lesion, post-dilatation was required. An armada 35 balloon was used for post-dilatation, but the distal end of the stent was still remained narrow due to the calcification. There was no resistance during removal of the post-dilatation balloon from the stent. There were no flared stent struts as initially reported, rather the calcification forcing the distal struts inward. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the moderately tortuous, moderately calcified left superficial femoral artery (sfa). A 6.0 x 100 mm absolute pro stent delivery system (sds) was selected for the procedure. The sds was advanced to the lesion and during deployment of the stent implant; some of the distal struts did not completely expand. Although post dilatation was performed; the decision was made to deploy a 6.0 x 40 mm absolute pro stent to cover flared struts on the implanted 6.0 x 100 mm absolute pro stent. There was no reported clinically significant delay in the procedure. No additional information was provided.